Event description:
Boston scientific received information that the physician elected to reposition the right atrial (ra) lead that was dislodged found during post-operative checkup. Ra lead dislodgement was confirmed through x-ray. In addition, this patient was thought to exhibit intermittent ra sensing and capture but was determined that the testing was due to premature atrial contractions (pacs), low amplitude p waves and patient's varying heart block. During the reposition procedure, the screw of ra lead in the ra appendage was unusually loosen when the tension was released. The ra lead was again dislodged and repositioning of the lead was considered. Due to noted sensing issue, increased threshold and intermittent capture, the physician opted to implant a new ra lead instead and was successful. No additional adverse patient effects were reported. The explanted ra lead was seen to have tissue lodged in the helix. This ra lead was going to be returned for analysis and is no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The conductor coils are separated and the insulation was punctured from the stylet. Hence, analysis concluded that there was nothing wrong with the lead that would cause a dislodgement.